Event description:
The handpiece was returned to the MFR for service, and during the eval the device leaked. There was no pt involvement at the MFR during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
Based on the investigation details, a sample was collected from the device. The likely cause for the leaking was problems with the e-box and handle, which were replaced along with other components. The device being submerged contributed to the event. The device was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance.